Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a shorted capacitor, designator c76, on the digital pcb assembly. The shorted capacitor had depleted the device's internal hybrid layer capacitor batteries. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer later confirmed that the device would not power on. There was no report of patient use associated with the reported event.